Manufacturer narrative:
Patient involvement is currently unknown.

Event description:
The customer reported touch screen not working. Patient involvement is currently unknown.

Manufacturer narrative:
Based on new information received, the customer confirmed the reported failure. The customer replaced the touchscreen to resolve the issue. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
The device was being set up for patient use when the issue was discovered. The patient's therapy was started on another ventilator, no delay of therapy or patient harm was reported. The customer replaced the touchscreen to resolve the issue. The complaint part was disposed of by the customer, so no root cause at a component level can be determined.